Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2014-08189. It was reported that during the pt's scs implant surgery a spinal tap occurred and a blood patch was completed. Intra-operative testing was done, and the pt is reportedly receiving effective stimulation.